Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective ps3 power supply that was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 8800 fluoroscopy sys had vertical lift column failure.